Manufacturer narrative:
The concomitant product: carto 3 model # m-4800-01, serial # (B)(4). (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent an atrial fibrillation (afib) procedure, suffered a cardiac tamponade. The patient experienced a cardiac tamponade, after transeptal puncture. Pericardiocentesis was performed. The physician thought that the tamponade occurred during transeptal puncture. They used sheath sjm, sl0 during the procedure. The patient was under local anesthesia and was in the utic (unit of intensive therapy coronary) for 4/5 days. According to the physician, anatomy of septum might have contributed to the event. The customer also mentioned that during the procedure both catheters were not recognized by the system. The second catheter used in addition gave also the error message about the magnetic sensor. Since the bwi product was present during this adverse event, bwi takes conservative approach and report this event under bwi product.

Manufacturer narrative:
(B)(4). The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
During internal review of complaint file it was found the UDI# provided on initial 3500a report is incorrect. The correct UDI# is UDI# (B)(4). An internal corrective action has been opened to address this issue. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during the procedure the catheter was not recognized by the system. The second catheter used in addition gave the error message about the magnetic sensor. It was also reported that the intervention was not finished due to the condition of the patient. Additional information was requested and it was noticed that the patient had a cardiac tamponade, after transeptal puncture. Catheter #1: the returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. Then,the catheter was tested for carto 3 and coil disconnection tester and catheter failed carto 3 since error 105 was displayed. The recognition issue was verified. The catheter was then dissected and it was determined that the root cause was an internal failure of the force sensor. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The customer complaint regarding a recognition issue has been verified. However the root cause of the cardiac tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Catheter # 2: the returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. Then, the catheter was evaluated for carto 3 and coil disconnection tester. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The sensor resistance values were found within specifications. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The customer complaint cannot be confirmed. The root cause of the cardiac tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.